Event description:
.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Visual inspection identified the keypad had physical damage and there was some case separation between the upper and lower housing. A review of the pump event history log indicates that the device had previous indicated a primary audible alarm bgnd test alarm, this alarm is a background self-test whereas the pump safety software does not sense current flow to the primary speaker. This alarm could not be repeated during our testing, the speaker was replaced as a preventive measure. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The device's internal back-up battery did not hold a charge during testing and was replaced. No operation or functional failure was detected and the product was within specification.